Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 11013, 0001825034 - 2017 - 11012. Concomitant medical products: 11-106058 r/b rloc lhole shl 58mm sz 25 lot 030710, 163134 28mm mod hd ceramic +6mm nk lot 844320. Not returned to manufacturer.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty due to unknown reasons. Subsequently, the patient was revised due to wear. It was noted that there were signs of osteolysis behind the cup. Attempts have been made and no further information is available at this time.